Manufacturer narrative:
Concomitant medical products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-04-27, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6), female patient who was receiving lioresal 500mcg/ml at 50 mcg/day (lot number unknown) via an implantable pump for intractable spasticity and multiple sclerosis. The patient¿s medical history was reported as ¿none.¿ the patient¿s concomitant medications were unknown. On (B)(6) 2016, the patient presented to the physician¿s office with symptoms of headache, balance issues and blurry vision. There were not factors leading up to the event reported. On (B)(6) 2016, an exploratory surgery was done due to a suspicion of a cerebrospinal fluid (csf) leak. A dye study was attempted in the operating room, but the physician was unable to aspirate the catheter. The physician opened up the pump pocket, disconnected the catheter from the pump and found no csf drainage. He then opened up the back incision, cut the catheter, and was able to get csf drainage. He connected a new 8784 pump segment to the existing spinal segment of the 8780 catheter. It was noted the physician did flush the pump segment (cut section) of the 8780 catheter and the fluid came out the other end without any obstructions noted. As of (B)(6) 2016, the issue had resolved. The patient¿s status was reported as ¿alive ¿ no injury.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.